Manufacturer narrative:
Unit was received with missing segment due to cracked zebra connector at lcd board. Unit received with button error alarm and had intermittent escape and act button response due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the display was not completely visible. The customer stated that she keeps the insulin pump in her bra. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.